Manufacturer narrative:
Patient¿s exact age is unknown; however, it was reported that the patient was over the age of 18. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a sensation small oval snare was used during a colonoscopy procedure performed on (B)(6) 2016. According to the complainant, during the procedure the snare seemed to be burning "hotter than normal". The procedure was completed with this device. There were no patient complications at the conclusion of this procedure and the patient was reported to be fine.